Manufacturer narrative:
The suspected product was returned for evaluation. Visual inspection and functional testing was carried out. Upon functional testing motor drive and occlusion test failed. Device displayed travel reverse error ¿ check clutch alarm. The event history log (ehl) was reviewed, check clutch and invalid syringe size alarms found from alarm history. The reported problem was verified by motor drive test. The probable cause is clutch.

Event description:
Upon investigation of a medfusion 4000 pump, motor drive test failed. Device displayed travel reverse error ¿ check clutch alarm which duplicates the reported event. There was no patient involvement, and no patient harm reported.